Event description:
According to the reporter, the patient was not receiving tidal volumes and had desaturation and hypotension for a few seconds. A tracheostomy change was done at the bedside with the same trach size. The patient's vitals were normal, and a small leak on the cuff was found after a review of the trach.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.